Event description:
It was reported that the patient presented to the emergency room with chest discomfort. While in the ER the patient had long sustained ventricular tachycardia episodes that self corrected rather than cardioverted by the device. Sensing was determined to be an issue and was corrected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.